Event description:
Boston scientific received information that during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing that resulted in delivery of an inappropriate shock. It was noted that the device programming had not been changed for the procedure. Interrogation of the device with a programmer following the procedure, revealed that the device had recorded a shock lead shorted fault message during the procedure. Boston scientific technical services (ts) discussed troubleshooting options as well as potential device replacement. A manual capacitor reformation and two 1.1 joule commanded shocks were performed and shock impedance measurements were noted to be stable at 27 ohms. The patient was discharged and this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a copy of device memory was reviewed and boston scientific technical services (ts) provided additional troubleshooting options to the local field representative. The patient will be seen at a later date.

Manufacturer narrative:
(B)(4).